Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. Reportedly, the customer continued to use the pump for insulin therapy.